Event description:
It was reported that the customer experienced low (20 mg/dl) and high (360 mg/dl) blood glucose levels due to difficulty changing cartridge.

Manufacturer narrative:
The product has not been returned for eval. Should new info become available, a supplemental report will be submitted.